Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's condition had worsened and wasn't working well for the patient (i.e., no longer effective for their pain), so the system was explanted on (B)(6) 2020 during a "larger spine surgery" to replace some hardware. The customer refused to return product back to the manufacturer for analysis. The rep noted they were not given any further information.